Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that during testing of the external pulse generator (epg), the ventricular (v) output did not pass below 0.6 milliamps (ma). It was not picking up weak signal. The caller was using the test procedure from a competitor test procedure. Technical support (ts) suggested that the caller increase the rate, however it had no effect. Ts noted that the epg passed the output test since it was able to pick up 0.6ma and above and the pacing lights appeared. The device also passed all other test points. Ts thought the output was there and an oscilloscope could confirm it. Ts also emailed the caller the manual. It was unclear if there was a measuring issue or a device issue. There was no patient involvement.